Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
This rv lead, as well as the associated ra lead were removed due to subclavian crush. During the procedure, the ra lead came out easily, with no issues. This rv lead required laser extraction. The laser ripped multiple holes and the patient crashed. The patient could not be rescued and expired. Should additional information be received, this file will be updated.